Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative.: he/she complained this test were bad and waste of money. The reporter had covid, so he/she wanted to test twice a day for work. Both times the test came back negative, even though he/she was positive according to every single other test he/she did. He/she did two more test after with another company, and both were positive as he/she thought. Waste of money. Maybe these tests were bad. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.